Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
During use, it had the defect and could not be used. Lt was found that the light guide rate was low, the remote control button was out of order and the bending part was distorted when adjusted angle. The time of event is during use. There was no report of patient harm.

Manufacturer narrative:
The scope was repaired by the third party and returned to the hospital. If additional information becomes available, a supplemental report will be filed with the new information.